Event description:
It was reported that the haptic of the aq5010v three piece silicone lens, bent and got stuck in the cartridge and the surgeon inserted the lens. The lens was cut and removed from the eye without any patient injury.

Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4). Results: visual inspection of the returned lens showed the lens was split in half and a haptic was bent. There was evidence of a clear surgical residue; however, no visible damage to the cartridge was observed. Conclusion: an investigation of the root causes of lens tears, similar to that stated in this claim, were addressed and a CAPA opened, which was subsequently closed. The CAPA addressed delivery system issues, including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint history and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. (B)(4).